Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and a minor scratched display window.

Event description:
The customer reported via phone call that the buttons were not responding on the insulin pump. Customer's blood glucose was 155 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.